Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: unable to adequately investigate "intermittent power" complaint due to inability to run 24hr basal program. Black box shows evidence of a power event in the normal clearing of an alarm on (B)(4) 2013 however a cs 052 error was observed immediately following the "por" event. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment intact. During investigation a load/step failure occurred during each rewind/load/ prime attempt. A force sensor calibration check shows force sensor calibration value not within specifications at 79. Removed pump case. Evidence of moisture contamination throughout inside of pump including pcb, transceiver board and force sensor flex cable/force sensor pins and force sensor housing. (Load/step), (force sensor calibration) and (24hr basal program) fail due to internal moisture contamination. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.